Event description:
Healthcare professional reported injecting a patient near the preauricular area, zygomatic arch, submandibular and jawline with 4 syringes of juvéderm® voluma¿ xc and in the temples with juvéderm® ultra plus. On the second day, the patient experienced ¿some reticularis and pressure.¿ the healthcare professional suspect that they ¿may have injected in the angular artery¿ and described the vascular occlusion as ¿widespread,¿ noting that they saw some reticularis on the other side of the nose, essentially affecting both sides of the nose. Treatment included 36 vials of hylenex, hyperbaric treatment twice a day, e02 patch oxygenation, cutagenix¿ cream, daily aspirin, acyclovir, keflex, and sildenafil. More hylenex treatment is planned. The event is ongoing. This is the same event and the same patient reported under MDR # 3005113652-2022-00115 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ xc.

Manufacturer narrative:
Age at time of event: late 30's. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.